Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that during a lead repositioning procedure, it was impossible to fix the lead in a new position. The helix was blocked. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was returned and analyzed. Primary analysis finding: shaft seal out of position. Blood/body fluid was present in distal conductors (not obstructed), outer tubing overlay and helix/lobe mechanism sleevehead. Electrical testing to determine continuity of the conductor(s) passed. Helix, fully extended, measured .068 inches. Visual analysis revealed evidence of cut outer tubing overly at medial section at 26.5 centimeters.

Event description:
(B) (4)